Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and resumed insulin delivery. Customer's blood glucose (bg) read ¿high¿ on the pump. The elevated bg was addressed by a bolus via the pump.